Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board and the generator interface board were replaced. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a communication failure error message and locked up. No patient injury was reported.